Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. It was reported that an alert was displayed for atrial intrinsic amplitude out of range. The clinical observations were communicated to the following physician who stated the patient is not dependent on pacing and will be followed in august after the patient returns from vacation. No adverse patient effects were reported.

Event description:
It was reported that interrogation of this implantable device displayed an alert for an out of range atrial pacing impedance measurement greater than 3000 ohms. The out of range measurement resulted in an automatic safety switch from bipolar to unipolar configuration. Review of the stored electrograms (egm) identified atrial loss of capture, undersensing and noise. Presenting egm showed an atrial arrhythmia with conduction. An in clinic review was recommended to further assess atrial lead measurements. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide patient information.

Event description:
It was reported that interrogation of this implantable device displayed an alert for an out of range atrial pacing impedance measurement greater than 3000 ohms. The out of range measurement resulted in an automatic lead safety switch (lss) from bipolar to unipolar configuration. Review of the stored electrograms (egm) identified atrial loss of capture, undersensing and noise. Presenting egm showed an atrial arrhythmia with conduction. An in clinic review was recommended to further assess atrial lead measurements. The system remains in service and no adverse patient effects were reported. The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that interrogation of this implantable device displayed an alert for an out-of-range atrial pacing impedance measurement greater than 3000 ohms. The out-of-range measurement resulted in an automatic safety switch from bipolar to unipolar configuration. Review of the stored electrograms (egm) identified atrial loss of capture, undersensing and noise. Presenting egm showed an atrial arrhythmia with conduction. An in-clinic review was recommended to further assess atrial lead measurements. The system remains in service and no adverse patient effects were reported.